Manufacturer narrative:
Device passed the displacement test and self test. However, hardware low level failures error confirmed in the device history due to broken trace at pin keypad assembly.

Manufacturer narrative:
Device passed the displacement test and self test. However, hardware low level failures error confirmed in the device history due to broken trace at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump frequently alarmed hardware low level failure. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.